Manufacturer narrative:
Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Surgeon reported to the consultant: pt status post lcp plate and screw implantation on an unknown date returned to surgeon, an x-ray showed a non-union with a broken plate. Surgeon returned pt to operating room on (B)(6) 2011 and surgeon removed the hardware. During the removal one screw broke and the shaft remains in the pt's bone. This is one of two reports for this event.